Event description:
Additional information received from the manufacturing representative reported that she has checked the stimulator and it was working well. The manufacturing representative has spoken with the implanting physician and they did not believe anything was wrong with the device. The doctor expressed concerns regarding the patient's emotional status. The patient was instructed to keep a diary and if anything occurred they were to call the doctor's office. The doctor's office had not heard anything more from the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_recharger_acc, product type: recharger. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The manufacturer representative (rep) indicated that there was an uncomfortable stimulation, overstimulation. The rep met with the patient in (B)(6) and took impedances and they looked normal per the patient. The patient experienced symptoms when the implantable neurostimulator (ins) was off. The patient had a fall in (B)(6) and fell hard on their recharger. Since the fall the patient had the surging sensation. The changes in therapy were related to positional movement. The patient had the surging when they were lying down. The change in therapy and symptoms were considered sudden. It occurred both when the ins was on and off. This started in (B)(6) 2015, the surging began after the fall. It was clarified that the patient noted that they had met with a rep in (B)(6) but they did not know who the rep was. The patient was at implanting doctor's office at the time of the report. The rep reprogrammed the patient on the day of the report. The patient noted that the surging happened every day when they were laying on their back. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient fell, had pain, and had spasms. The patient said the neurostimulator had to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.